Event description:
It was reported that right after the pump was implanted; the healthcare provider (hcp) started the patient at the minimum dose rate they could provide with that concentration. It was reportedly way too much for the patient, and she could not function mentally. They reportedly "shut the pump down" on (B)(6) 2014 because the minimum rate for the concentration they were using was too much. It was also reported that on (B)(6) 2014 the hcp increased the rate to deliver morphine 2.4 mg/day with 6 boluses of morphine of 0.5 mg allowed per day, for a total daily dose of 5.39 if all boluses were given. Then on (B)(6) 2014, the pump was decreased to minimal flow rate. The patient was also taking hydrocodone at the time of the event. The cause of the event was that the patient was unable to tolerate morphine at 2.4 mg/day. The event was attributed to drug effects, and that they needed to reduce the concentration. The patient w ent to their healthcare provider (hcp) for follow-up on (B)(6) 2015, and reported pain 8 out of 10; low back pain, knee pain, foot pain and myofascial pain. The family felt the patient might be able to have the pump turned back up. The patient was in apparent discomfort, and moved slowly, and rose with difficulty. The patient had limited range of motion in the lumbar spine, crepitus in bilateral knees, limited range of motion in bilateral knees, and tenderness in the lumbar facets. The patient returned to their hcp for a pump refill on (B)(6) 2015, and needed her rate started lower than 2.4 mg/day. The contents of the reservoir were withdrawn and discarded. There was approximately 28 ml in the reservoir which was reportedly ¿sufficiently close to the expected residual volume to proceed with refilling the pump.¿ the pump was refilled and the pump was reprogrammed to deliver morphine at 1 mg/day in simple continuous. The next alarm date was (B)(6) 2016, but the hcp would plan to see the patient before the alarm date, and was instructed to make an appointment before the alarm date. Additionally, three priming boluses were performed at that time to clear the internal and external catheter of the old concentration. The patient tolerated the procedure well, and would return in one month to evaluate her response. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n167123014, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).